Event description:
It was reported that the patient's heart rate was in the forty's and the device was "dead". It was also reported by the caller that the device couldn't be interrogated. The device was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.